Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat a target lesion in the distal right coronary artery (rca). Predilatation was performed at the lesion and the 2.5 x 15 mm xience prime stent delivery system was advanced to the target lesion. The xience prime was unable to cross the target lesion due to the patient anatomy and after several attempts, the proximal shaft of the xience prime stent delivery system broke into two pieces. The separated device was removed from the patient anatomy without difficulty. An unspecified device was then able to cross to the target lesion. There was no adverse patient effect and no clinically significant delay. No additional information was provided.